Event description:
During a clinic follow-up, episodes of noise resulting in oversensing and pacing inhibition were observed on the right ventricular (rv) lead on a non-pacemaker dependent patient. Diagnostic imaging was performed, but no abnormalities were revealed. Additionally, provocative testing was performed, but the noise was unable to be reproduced. Technical support was contacted, but no further intervention has been performed at this time. The patient was stable and will continue to be monitored.